Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; the outer tube was skewed, the image was blurry due to a displacement of the lens and many light guide fibers were damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 12°, hd, autoclavable had a detached color ring. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the error patterns detected indicate a cause due to excessive use. Also, the lens in the optical system, which has shifted, is a result of the deformed outer tube. Olympus will continue to monitor field performance for this device.